Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards, connectors, cables and power supplied were inspected during the service call. Dirt contamination was found in the cpu and determined to be the cause of the issue. Records were cleaned and the system was reset. The system was tested and found to be working as intended and put back into service.